Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this patient was physically assaulted. Subsequently, there was damage to their right ventricular (rv) lead which required the patient to undergo a revision procedure. It was reported that there was a connectivity issue with the terminal pin. A new lead was successfully placed and the chronic rv lead was surgically abandoned. No additional adverse patient effects were reported. The patient's implantable cardioverter defibrillator (ICD) remains in-service.